Event description:
It was reported, the patient lost stimulation on one side of the body. X-rays were taken which showed the lead had migrated. Reprogramming was unable to resolve the issue. Follow up identified the physician repositioned the lead on (B)(6) 2012, and stimulation was recaptured postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.